Event description:
Olympus (oaz) was informed by the nurse at the user facility that the single use ¿injector failed again¿ (unable to pump liquid) during a therapeutic steroid injection for subglottic stenosis while the patient was awake with the scope in the nasopharynx. The nurse reported 3 needles failed. One of needles failed while inside the patient ((B)(6)) and was discarded. It is believed two failed ((B)(6)) while inspecting outside of the patient when the needle was deployed (the fluid did flow when the needle was retracted). Upon opening a new box and checking the needle the steroid flowed and were able to proceed. The nurse reported the intended procedure was completed with no additional treatment. This report patient identifier (B)(6), is related to reports with patient identifier (B)(6).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. A request for additional information is in progress. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue could not be identified as the device was not returned. However, similar complaints reporting ¿unable to inject liquid into the target tissue,¿ occurred due to the compressive buckling on the needle tube. It is unlikely that a device with a defective needle would have been shipped, as each device undergoes a full inspection. Therefore, the compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the operator of this instrument must be physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures.¿ ¿straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated.¿ ¿operate the slider slowly, otherwise the tube could buckle.¿ ¿when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged.¿ ¿insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument.¿ ¿stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.